Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not opening and failed. The field service engineer replaced the drawer interface board, broken spring and retractor band to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 1.1 was not opening and failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.